Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp)experienced a gas loss alarm. The customer also reported experiencing a gas loss alarm on a cardiosave unit. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer reported that the patient had recently arrived from an outside facility with an arrow 30cc iab indwelling in the left femoral artery (lfa) and was mechanically ventilated with a peep setting of 5. When the gas loss alarm occurred, the customer checked for visible signs of blood in the helium tubing and verified that all helium tubing connections were secure. The customer was unsure how to proceed and switched the patient from the cardiosave pump to a cs300 pump. The gas loss alarm occurred again on the cs300. Esp personnel reviewed detailed troubleshooting steps with the customer and also reviewed possible clinical causes for a gas loss alarm.

Event description:
N/a.

Event description:
(B)(6) rn called into emergency support program line to report a gas loss alarm on a cs300 intra-aortic balloon pump(iabp). He states the patient has recently arrived at his hospital from an outside facility with an arrow 30cc iab indwelling in the lfa. He states the patient is ventilated on a peep setting of 5. When the gas loss alarm occurred (B)(6) and his colleagues checked for visible signs of blood and verified helium tubing connections are secure. He states he was unsure what to do so they changed out the pump to a cs300 and the alarm occurred one more time on the cs300. Esp team reviewed troubleshooting steps with (B)(6) in detail. Esp team also reviewed clinical reasons a gas loss alarm would occur. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.